Manufacturer narrative:
One (1) used item #ac135 was returned for evaluation. As received, no physical damage or anomalies were observed. No mating device was returned. The set was primed, and leaks or anomalies were confirmed. The complaint of leaks could not able to be confirmed or replicated. A device history review (DHR) could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
One (1) used item #ac135 was returned for evaluation. As received no physical damage or anomalies were observed. No mating device was returned. The set was primed and leak or anomalies were confirmed. Complaint of leaks was not able to be confirmed or replicated. A device history review (DHR) could not be conducted because no lot number(s) was/were identified.

Event description:
An email was received regarding a 60" (152 cm) appx 2.2 ml, ext set, smallbore w/clave clear, nanoclave stopcock, 0.2 micron filter, spin luer alleging a leak during patient use. It was stated in the report that total parental nutrition (tpn) was backing up into the dopamine tubing, and upon investigation, the dopamine tubing was found to be leaking. This problem has occurred twice. There was patient involvement and no patient harm.